Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be that the mobile device lost power.